Manufacturer narrative:
G4: 10aug2020. B4: 18aug2020. The philips biomedical equipment engineer verified on 07-aug-2020 that this issue was not for a v60 device, and verified the unit as a vela ventilator and not a philips product. The biomedical equipment engineer updated the system to reflect the correct product and notified the correct manufacture of this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19may2020.

Event description:
The customer reported that the device was cycling continuously without volume delivered. The device was evaluated by the field service engineer but did not find any issues with the device. It is unknown whether or not the device was in clinical use during the time of the event. The field service engineer (fse) evaluated the unit and ran a test on certifier fa plus for one hour. The unit tested within limits and was returned to use.